Event description:
Procedure type: lap chole. According to the reporter: the ring broke on the endocatch gold as it was coming out of the patient (not inside the abdomen). No fragments fell or were left in patient. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).